Manufacturer narrative:
The recipient is reportedly doing well.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly not explanted. This is the final report.

Manufacturer narrative:
(B)(4). The explanted device reportedly was lost and will not be returned to the company for analysis. A review of the device history record noted no rework.

Event description:
The recipient reportedly experienced incorrect device placement. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.